Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has not been provided. Zip code is not indicated at this time (B)(4).

Event description:
An attorney reported a defective intraocular lens (iol) that caused unknown injuries in a consumer following an intraocular lens (iol) implant procedure.

Event description:
Additional information was provided that the patient reported seeing a crescent moon shape, causing disturbance and loss of vision.